Manufacturer narrative:
Manufacturer narrative: it is standard of care and prescribed in the IFU that valves and patches undergo a series of extensive rinses during the preparation phase prior to implant in the patient. This rinse process is required as the valves and patches are stored in glutaraldehyde. Accessories are also typically rinsed prior to use. It is possible, during this standard / mandatory device preparation, fibers or particulate may be observed. There are inherent tissue fibers on the "rough" surface of the pericardial tissue that at times can be difficult to distinguish from particulate. The rinse process should remove all particulate. As a result, small amounts of particulate are highly unlikely to enter the patient and cause injury. There are cases, however, where the particulate can be partially embedded in or attached to the leaflet or valve. If the particulate can be rinsed, the potential for injury to the patient is remote. If the particulate could be not removed during the rinsing process, and the valve was used in a patient, there is a potential for the particulate to enter the patient and embolize. The device was returned and evaluated. The device history record (DHR) was not reviewed as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Customer complaint of contamination issue was confirmed. As received, valve was still attached to valve holder with all three green sutures intact at the cutting channels. All three leaflets were stiff and translucent-like due to dehydration. A fiber-like particulate approximately 3mm long was found on the surface of leaflet 2 on the inflow aspect. The particulate was not able to be rinsed off during rinse procedure per IFU during pre-decontamination examination and during product evaluation. No suture holes were detected in the sewing ring. Particulate was isolated and sent to chemistry for analysis.

Event description:
It was reported that a 23mm 2800tfx pericardial aortic valve was not used because as it was passed to the surgical field a hair was noted on the valve leaflet. Another 23mm 2800tfx pericardial valve was implanted.

Manufacturer narrative:
Rayon is not one of the components that make up the valve cloth, but it is found in clothing. The valve was prepared for implantation and passed into the surgical field, which indicates that the valve was handled after it was removed from the jar. It is possible that the particulate contacted the valve during customer use/handling during preparation for implantation. Although, it is also possible the rayon fiber attached itself to the leaflet during the manufacturing process, but there are multiple inspection points created to prevent a fiber attached to a leaflet from being released to the customer. The origin of the rayon fiber particulate could not be conclusively determined, but a manufacturing non-conformance is not confirmed. H3: evaluation summary: customer complaint of contamination issue was confirmed. As received, valve was still attached to valve holder with all three green sutures intact at the cutting channels. All three leaflets were stiff and translucent-like due to dehydration. A fiber-like particulate approximately 3mm long was found on the surface of leaflet 2 on the inflow aspect. The particulate was not able to be rinsed off during rinse procedure per IFU during pre-decontamination examination and during product evaluation. No suture holes were detected in the sewing ring. Particulate was isolated and sent to chemistry for analysis. Valve was dismantled in attempt to obtain serial number information, however serial number was not etched on the dismantled valve.

Manufacturer narrative:
H3: evaluation summary: customer complaint of contamination issue was confirmed. As received, valve was still attached to valve holder with all three green sutures intact at the cutting channels. All three leaflets were stiff and translucent-like due to dehydration. A fiber-like particulate approximately 3mm long was found on the surface of leaflet 2 on the inflow aspect. The particulate was not able to be rinsed off during rinse procedure per IFU during pre-decontamination examination and during product evaluation. No suture holes were detected in the sewing ring. Particulate was isolated and sent to chemistry for analysis.